Manufacturer narrative:
Investigation summary: this complaint is confirmed based on the evaluation of the photographs provided. CAPA (B)(4) has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Refer to CAPA (B)(4) for complete documentation and action plans. Root cause description: based on the investigation, the most likely root cause has been identified for stopper damage, and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine root cause and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had a flash from a broken cap. No serious injury. No medical intervention.